Event description:
Interventional radiologist was attempting to declot dialysis graft, used arrow trerotola ptd once through graft and removed a clot. After he put the ptd back in graft under fluoroscopy he had angiography radiology tech open and run device. Ptd was not running so he had tech close device and he tried pulling it back. Device would not go forwards or backwards. Pt was then transferred to surgery for removal of the catheter which was described as "fractured." Pt discharged (B)(6) 2014 after successful surgery and recovery.